Event description:
It was reported that the doctor had inserted the cutter into the pt and when he turned on the shaver, pieces of metal had fallen off the cutter. The pieces of metal were retrieved from the pt and another cutter was used to complete the surgery. There was approx. A ten minute delay in additional anesthesia.

Manufacturer narrative:
Additional information will be provided once investigation is completed.